Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed a decrease in longevity, from 9 years remaining to 6 years in about one month. Premature battery depletion was suspected. It was noted for that time period there was a long duration of atrial tachy response (atr) episodes stored. Technical services reviewed the device data and confirmed there was no evidence of premature battery depletion. High rate atrial sensing was observed, which results in higher power consumption. The physician could consider programming off atrial sensing and setting the device to a non-tracking mode such as vvi. No adverse patient effects were reported. The device remains implanted and in service.